Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the fill channel and an opening crack. Leak test and microscopic analysis was performed which identified: crack valve, a striated opening on posterior, and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on posterior assessed as surgical damage. Partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.